Event description:
Pt had bilateral breast implants removed due to capsular contractures. Right and left implants weighed 165 gms and were intact. The capsular tissue of both breasts demonstrated a fibrous connective tissue band with dystrophic calcification along one surface.